Manufacturer narrative:
The case description states that the user's app was not working and the user experienced high blood glucose (bg) levels. It also states the user received a hazard alarm. The physical controller was not received for investigation. Ios log files from the complaint device were uploaded to the cloud system by the user and downloaded for investigation. Investigation of the ios log files found that the user did not have a pod connected on the date of occurrence. The log files show a pod was last connected on the day before the date of occurrence and a new pod was activated on the day after the date of occurrence. Further inspection of the ios log files showed the user received a system error of error code 51-18800-00251-006 on the day after the date of occurrence twice and once on the next day. Each time the user received a system error, the user deactivated the current pod and activated a new pod. While the pods were active, the system appropriately delivered insulin. The logs showed that the three errors were caused by a crosscheck verification failure, indicating a mismatch between the system status in the controller and the system status in the pod. The exact cause of the crosscheck verification failure and subsequent system errors could not be determined. Locked down smartphone: phone_control_ios. Omnipod software app version: 1.1.6. Smartphone operating system: 18.3. Smartphone hardware: iphone16.2. Cgm sensor type: g6. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient that they were hospitalized on (B)(6) 2025 with dka (diabetic ketoacidosis). The patient reported bg (blood glucose) values of >500 mg/dl while wearing the pod. The patient reported a hba1c (glycated hemoglobin) level of 16.2%. The patient uses the omnipod 5 app on her iphone and reported receiving a hazard alarm. Symptoms included frequent urination, vomiting, nausea and elevated heart rate. The patient reported being treated with zofran, and IV (intravenous) fluids of unknown contents. The patient was released two days later on (B)(6) 2025. If any additional information becomes available, a supplemental report will be submitted.